Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 12.7-13.4cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and inappropriate therapy. (B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving multiple inappropriate shocks due to lead noise. Upon explant, an insulation breach was observed due to possible lead friction with the can. Cable conductors were noted to be exposed in the breach area. The lead was explanted and replaced. The procedure was completed successfully and the patient was discharged post procedure.